Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture defect. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected and for image capture defect cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that before sedation, during setup / inspection for use for a therapeutic procedure, the subject device did not output a video image. The procedure was completed using an olympus backup device. There were no reports of patient harm.